Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during a stent placement procedure in the vascular dissection site via antegrade right superficial femoral artery approach, the stent was allegedly foreshortened and ended up being 7cm long instead of 10cm. Reportedly, the stent was removed and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned delivery system was found in used und fully functioning condition so that an indication for stent jumping or stent foreshortening could not be identified. Provided photo of an x-ray image demonstrates the placed stent inside the vessel. The balloon markers with a reported nominal balloon length of 80mm are visible. However, because of missing adequate scaling information and poor resolution of the photo a length measurement of the stent was not possible, detailed evaluation of the stent struts regarding foreshortening was not possible, and the real length of the balloon was not known. Alleged jumping of the stent at the beginning of the deployment process could not be verified. The investigation leads to inconclusive result. The vessel was not tortuous or calcified, and the lesion was pre dilated; reportedly the stability sheath was not held stationary during deployment. Based on the information available the investigation regarding stent foreshortening is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described, in particular the instructions for use states: 'confirm that the introducer sheath is secure and will not move during deployment (...) Gently hold the stability sheath close to the introducer sheath and keep it stationary and under tension throughout deployment (...) Remove slack from the stent system held outside the patient. Caution: any slack in the stent system (outside the patient) could result in deploying the stent beyond the target site.', and 'hold the green stability sheath. Do not hold or touch the brown moving sheath.' The instructions for use further states: 'it is recommended to use the 80 cm working length device for ipsilateral procedures. The longer working length of the 135 cm device may potentially be challenging for the user to keep straight for ipsilateral procedures. Failure to keep the device straight may impede the optimal deployment of the implant.' In addition, the instructions for use states: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.' Regarding pta the instructions for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under required material the instructions for use state: '5f (1.67 mm) or larger introducer sheath (...) 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. H10: d4 (expiration date: 04/2025), g3 h11: b5, h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that the 7x100mm stent did allegedly foreshortened during deployment. The stent placed via antegrade right superficial femoral artery approach to treat a dissection after percutaneous transluminal angioplasty. As reported the stent ended up being 70mm long instead of 10mm. Reportedly, the delivery system was removed after stent deployment, and an additional stent was placed to cover the lesion. There was no reported patient injury.